Event description:
At 0723, crrt machine alarmed and failed. Therapy stopped and tubing disconnected from patient, machine did not allow blood return to patient. At 0341, hgb was 12.0, and at 1519 the hgb was 11.5.